Event description:
An article titled "complications and safety of vagus nerve stimulation ¿ 25 years¿ experience at a single center¿ was published and the abstract was reviewed, which included adverse events involving 14 vns patients. In many procedures performed between 1990 and 2014, patients suffered from complications related to vns surgery. The patient suffered from postoperative pain in the implantation area. Patient underwent exploration because the stimulator had turned in its subcutaneous pocket.